Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: please clarify how the ¿device did not ¿crimp.¿¿. Did device fire malformed clips? Did device fire scissored clips? If other, please specify answer = the clip did not close fully (meaning there was a gap between the legs of the clips). The clip applier did not fire scissored clips. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy procedure, the doctor reported that the el5ml clip applier clip deployed but did not ¿crimp.¿ the doctor had to use graspers to close the clip. The surgery was delayed. The procedure was completed successfully with no patient harm.